Event description:
It was reported that during implant the lead was placed successfully, when the guidewire was pulled off the tip sheared off and was left inside the patients vessel. The physician decided there was no risk to leave the piece of wire where it was.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)